Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a post-implant check. Interrogation of the device revealed that the right ventricular lead appeared to be sensing both p and r-waves. Therapy was turned off to avoid inappropriate shocks. X-ray revealed that the lead had dislodged to the upper interventricular septum. The lead was repositioned the following day on (B)(6) 2020. The patient was in stable condition throughout.